Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, the pulse generator exhibited backup vvi operation. The patient was not pacemaker dependent and was discharged home. On 01/05/2016 the patient presented to the clinic for follow up. The device was operating in backup vvi. After a device software download, normal function resumed. The patient was asymptomatic.